Event description:
Pt started having pain in breast and noticed one of them looked deformed prior to the pain. Pt had a mammogram and ultrasound which revealed ruptured silicone implants and then had the implants removed.